Event description:
The following information was provided by the cook area representative based on comments made by the user. During the inflation of the balloon, the sheath was blocked in the operating canal (i.e. Accessory channel of the endoscope) and made it impossible to inflate the balloon. Clarification regarding this occurrence was requested. The following additional information was provided: difficulties with advancing the balloon through the endoscope. The sheath of the balloon broke and it was impossible to inflate the balloon. The physician had a lot of difficulties related to advancing the balloon through the endoscope. The physician felt a lot of friction. The physician suspected that the sheath broke at this time. It was impossible to inflate the balloon. No section of the device detached inside the endoscope or pt. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the additional information provided indicated the balloon did not receive lubrication and negative pressure prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the catheter can occur if the device experiences excessive pressure, perhaps during removal from the endoscope accessory channel. If the balloon material has been compromised, full balloon deflation may be prohibited. This could also create difficulty in removing the balloon from the endoscope and encourage excessive pressure on the device during use. Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.